Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to due to high impedances out of range, noisy signals and loss of capture. It was presumed that the lead was fracture, but was not verified on x-ray. This ra lead was successfully replaced. No additional adverse patient effects were reported.